Event description:
It was reported that safe cleaning of the instrument and subsequent inspection are not possible. The inner slide transports blood on its outer side into the interior of the instrument, where cleaning is not possible. The existing rinsing attachment rinses the slide only on the inside. It is further difficult to reach and cannot be inspected as the instrument cannot be disassembled. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation, no problems were noted with the device. It was noted that there are preliminary cleaning instructions, listed within the dfu to be completed prior to sterilization that describe the process of cleaning lumens, joints, crevices, and other hard to reach areas. Without further information regarding the cleaning procedure followed, no problem can be found.